Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated multiple cs 128-xxx call service alarms were recorded. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured appropriately to the pump, and the pump powered on properly. During testing, a cs 128-fe80 call service alarm was duplicated during the rewind step. The pump case was removed and no evidence of moisture ingress or loose components was found; however, an intermittent defect on the printed circuit board was observed. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump emitted a replace battery alarm with code 128 three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.